Manufacturer narrative:
Customer informed that the analyzer crashed when the user lifted the inlet handle. The radiometer investigation has not been able to establish the root cause, hence the root cause remains unknown.

Event description:
According to the complaint, the system crashes and cannot perform related tests on the abl90 flex analyzer (serial number: (B)(6)).

Manufacturer narrative:
Date of event is estimated.